Event description:
The following was reported by the pt: it is alleged the pt was implanted with bard flat mesh for a hernia repair on his lower body. He has experienced pain and burning sensations in the area of the surgery. Although surgical intervention has not taken place, we are reporting this event as surgical intervention could be required in the future.

Manufacturer narrative:
Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. Limited info was provided and it does not appear additional info will be provided. Product identifiers were not provided therefore a manufacturing review is not possible. With the limited info, no conclusion can be drawn.